Event description:
On (B)(6) 2014 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was giving inaccurate readings compared to a laboratory result. The patient obtained the reading of 5.8 mmol/l on the reported meter and a laboratory result of 8.6 mmol/l within an unspecified time period. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting and the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.